Event description:
Event description guidant received information that this transvenous defibrillation lead was removed from service due to high impedance readings of >3000 ohms. Patient was upgraded to a dual chamber device.